Event description:
As reported in a literature article (matsumoto, yoshihisa ,et al. ¿onset time of ischemic events and antiplatelet therapy after intracranial stent-assisted coil embolization¿, journal of stroke and cerebrovascular diseases, (2013): pp 1-7) a patient (patient # 8) experienced mild ataxia 143 days following stent-assisted coil embolization of an unruptured right vertebral artery aneurysm while on single anti-platelet therapy. An enterprise stent (lot and catalog numbers unknown) and unknown coils were used for the procedure. MRI was positive in the right cerebellar hemisphere, and the patient was diagnosed with cerebral infarction in the area of the stented vessel. There was no stenosis or thrombosis on angiographic follow-up. The event occurred 36 days after reducing to single anti-platelet medication. The patient was increased from single to dual anti-platelet medications after the event and returned home without assistance. The patient had hypertension, but no other identified cardiovascular risk factor.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported in a literature article (matsumoto, yoshihisa, et al. ¿onset time of ischemic events and antiplatelet therapy after intracranial stent-assisted coil embolization¿, journal of stroke and cerebrovascular diseases, (2013): pp 1-7) a patient (patient # 8) experienced mild ataxia 143 days following stent-assisted coil embolization of an unruptured right vertebral artery aneurysm while on single anti-platelet therapy. An enterprise stent (lot and catalog numbers unknown) and unknown coils were used for the procedure. MRI was positive in the right cerebellar hemisphere, and the patient was diagnosed with cerebral infarction in the area of the stented vessel. There was no stenosis or thrombosis on angiographic follow-up. The event occurred 36 days after reducing to single anti-platelet medication. The patient was increased from single to dual anti-platelet medications after the event and returned home without assistance. The patient had hypertension, but no other identified cardiovascular risk factor. The enterprise stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. Cerebral infarction is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.